Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in clinical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen was responsive, but the keys were not aligned. Though the touchscreen was calibrated and passed all testing within spec; the probable cause was due to contamination caused by fluid ingress found on the bottom touchscreen connectors. As indicated the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.